Manufacturer narrative:
The device is not available for return for evaluation. The reported complaint cannot be confirmed without the returned sample.

Event description:
The event involved a blood set that was reported to be seen sucking air into the set upon administration of blood products to a patient. There was patient involvement, no adverse event, and no one was harmed as a result of the reported event.